Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for device follow up. Upon interrogation, the implantable cardiac defibrillator exhibited premature elective replacement indicator. On (B)(6) 2016, the device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.

Manufacturer narrative:
No conclusion code available; final analysis found a battery anomaly of lithium clusters. The cause of the battery depletion could not be determined.